Manufacturer narrative:
The device was returned for evaluation. The device was received above eri. Visual analysis noted no anomaly. Device was within normal operation during implant. A longevity assessment was performed and found that battery voltage is above elective replacement indicator (eri) and is within normal operation.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient died on (B)(6) 2026 due to staphylococcus aureus bacteremia. No further information was provided.